Event description:
Pt was admitted to the hospital for removal and replacement of bilateral breast implants secondary to bilateral rupture. At the time of surgery and by pathology report, it was noted that the right side had fibrovascular pseudocapsule with foreign body reaction, consistent with silicone and dystrophic calcification. The left side noted fibrovascular pseudocapsule with dystrophic calcification and silicone granuloma. Manufacturer of breast implants is unknown. Pt authorized the hospital to dispose of her breast.